Manufacturer narrative:
Outcomes attributed to adverse event was not selected as to no surgical or medical intervention was required. The abrasions healed on its own and took longer than a week to heal. The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been provided. Placeholder.

Event description:
The clinic reported that a patient underwent photorefractive keratectomy (prk) over a previous flap enhancement procedure. At the 8 day post-operative exam, after removing contact lens (cl) the patient presented a corneal epithelial abrasion on right eye (od). The patient did not experience loss of best corrected visual acuity (bcva). There was no medical or surgical intervention reported. The corneal abrasions lasted more than one week to heal. No patient complaint reported.